Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. Customer's blood glucose level was 425 mg/dl, and they experienced ketones, leading to hospitalization and intensive care. Customers blood glucose was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended and the cause of the elevated bg was unknown. The customer continued to use pump for insulin therapy.